Event description:
The customer is requesting assistance in getting retrospective data on a pt that had expired.

Manufacturer narrative:
(B)(4): the customer is requesting assistance in getting retrospective data on a pt that had expired 8 days previously. Additional info suggests that there was no death but there was a code event. The customer reported that their device only has 48 hrs of wave storage. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.